Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was determined to be an electrically leaky filter, designator fl9 from the analog pcb assembly.   As a result of the filter causing excess current, the hlc battery bt1 became depleted and leaked electrolyte. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no report of any patient use associated.